Event description:
Per our records, this vigilance was originally submitted on 15sep2017. However, upon review of the maude database, it was determined that the report was not received by the FDA. Therefore, we are resubmitting this report in its entirety as originally reported to the FDA. Original submission narrative: patient had an arthroscopic rotator cuff repair on (B)(6) 2016 in which a parcus medical 45 knotless peek cf push-in suture anchor was implanted. Patient returned to surgeon with complaints of continued pain and crepitus. A second arthroscopy was conducted and anchor was explanted on (B)(6) 2017.

Manufacturer narrative:
Upon notification of this issue (and two others from the same surgeon - mw5070953 and mw5070960) by letter from the division director of the division of postmarket surveillance at the FDA, parcus medical reached out to this surgeon in order to obtain additional information. Per dr. (B)(6) office, the implantation site was prepared by debridement with shaver and radiofrequency ablation, and the bone quality was reported as "fair". Both of these points are in contradiction to the directions for use that is provided with the implant. This type of anchor is only to be inserted into sites prepared by properly sized drills or awls. Furthermore, the performance of this device is directly related to the quality of bone in which it is inserted. The dfu clearly states this information and therefore no deficiency in the device or labeling provided with this device could be identified.